Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was diagnosed with an epidural hematoma and numbness in the legs. As a result, the patient underwent surgical intervention wherein the entire system was explanted. Later, the patient was transferred to a rehabilitation center. Patient is recovering.